Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was missing data points on the continuous glucose monitor graph. Additionally, the display was missing the "1,2,3" unlock buttons. At the time of the report with tandem technical support the display screen was functioning as intended and the graphics and text were accessible; therefore customer continued to use the pump for insulin therapy. Customer's blood glucose level was 240 mg/dl.